Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, after the trocars were placed, when connecting the insufflator to the threaded part of the seal, the surgeon noticed that part of the material had broken, requiring the use of forceps to detach the insufflator hose from the damaged part. It was then replaced with another product. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the threaded part was broken. The part does not enter the patient. The broken part detached completely from the product. The seal did not collide with another instrument or tool. No fragment fell into the patient. The damage resulted in rapid loss of insufflation or pneumoperitoneum.

Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to be broken at the luer fitting. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the broken seal is attributed to damage during various handling points, including installation or use.

Event description:
Refer to h11 for follow-up information.